Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and peritonitis coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 2.5% ultrabag (lot number 1103057, dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2011, the patient was diagnosed with peritonitis and hospitalized. On (B)(6) 2011, the patient was treated with vancomycin 1gm loading dose ip, monopef 1 gm once daily ip, imipenem 1 gm once daily ip and amikacin 100mg once daily ip. It was not reported if the patient received re-training regarding aseptic technique; therefore, the outcome for the event of break in aseptic technique was unknown. Dianeal therapy continued. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, the patient recovered from the peritonitis and treatment with monopef, imipenem and amikacin were stopped. An opinion of causality was not provided for the event of break in aseptic technique. The nurse believed the event of peritonitis was unrelated to dianeal therapy.